Event description:
It was reported that the bd syringe has foreign matter. The following information was provided by the initial reporter: he only said that he is having syringe with dust and ended the call. Additional information provided: 1. Could you please provide the material/product number? ¿ amir ¿ not provided. 2. Could you please provide the batch/lot number? ¿ amir ¿ not provided. 3. Could you please provide the date of the event? ¿ amir ¿ not provided. 4. Could you please provide the number of occurrences? ¿ amir ¿ unknown. 5. Can you confirm is there any patient impacted? ¿ amir ¿ no patient impacted. 6. Can you confirm that there are any serious injuries that occur to the patient?- amir ¿ no serious injury to patient. 7. Can you confirm that there is any erroneous results? ¿ amir ¿ no. 8. Can you confirm that course of treatment changed due to event? ¿ amir - no. 9. Can you confirm that exposure to blood/bodily fluid? ¿ amir - no. 10. Can you confirm that is there medical int. Other than first aid? ¿ amir ¿ no medical intervention. 11. Can you please is there any other actions taken? ¿ amir ¿ unknown.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure.